Event description:
It was reported that the patient was experiencing ineffective stimulation from their scs lead due to the lead moving to an improper location. The patient's underwent surgical intervention on (B)(6) 2024, wherein the patient's scs lead was explanted, replaced, and therapy was restored.

Manufacturer narrative:
A patient's cervical system was replaced due to inefficient therapy coverage was reported to abbott. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.